Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 29 aug 2019. The manufacturer's service technician confirmed the touchscreen issue. The technician replaced the touchscreen. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touch screen failure. There was no patient involvement.